Event description:
It was reported that this device oversensed a non-boston scientific extravascular lead. Lead impedances were noted to be on the higher side post-closure. It was suspected there was air around the lead. An x-ray was performed the following day, and it showed the system was implanted a little higher than expected in relation to the patient's heart. R waves were still within acceptable range. Detections were kept on with therapies off overnight, and the therapies were enabled the next day. The patient was discharged and no adverse patient effects were reported. At this time, the device remains in service.